Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) repeatedly displayed alert 75 immediately after restarts, and the user was instructed to replace the pump and revert to a backup plan until the replacement arrived. Symptoms included hyperglycemia with a reported blood glucose up to 261 mg/dl for approximately two hours without ketone testing, medical intervention, or backup therapy use. Outcomes included user education on data sync, shutdown, return procedures, and continued cgm use, with arrangements for a return shipping label. Investigation included remote troubleshooting and assessment of pump alarm behavior. Investigation of this device revealed a device malfunction consistent with a power or communication fault associated with the alarm, and the device was deemed nonrecoverable in the field. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.